Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image disappears when the connected single-use video laryngoscope is placed into the patient's airway. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported image issue. When connecting the customer's smart cable to known, good, test verathon equipment, the image on the test monitor produced no image with green static lines. The camera image quality test was performed and failed. The verathon technical service representative was able to isolate the reported issue to the glidescope spectrum smart cable. Upon completion of the evaluation the reported glidescope spectrum smart cable was scrapped, and a new replacement glidescope spectrum smart cable was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.